Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of diarrhea and acute bacterial peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd1 (lot number not reported) therapy. On (B)(6) 2002, the patient began treatment with dianeal pd1 (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced acute bacterial peritonitis, manifested by abdominal pain and diarrhea. The physician considered the acute bacterial peritonitis to be severe and the cause was unknown. It was not reported whether the patient was hospitalized for acute bacterial peritonitis. From (B)(6) 2010, the patient received treatment with myrocef 250 mg ip four times per day and amikacin 150 mg oral once per day. The patient did not receive any further treatment. On an unreported date, the patient recovered from the acute bacterial peritonitis. Outcome for the event of diarrhea and the action taken with dianeal therapy were not reported. Concomitant medications were unknown. The physician believed the acute bacterial peritonitis was unrelated to dianeal therapy. The physician did not provide an opinion of causality for the diarrhea in relation to dianeal therapy.